Event description:
It was reported that this implantable pacemaker exhibited undersensing. Boston scientific technical services (ts) reviewed episodes and considers this functional undersensing. This device remains in service. No adverse patient effects were reported.